Event description:
It was reported when using the bd sec w/ss dc 20dp & hanger tex, the device experienced component separation. The following information was provided by the initial reporter. The customer stated: I've also cc'ed our assistant director who oversees the infusion center which these events took place. Below in red are the responses to your questions. Please let us know if you have any addition questions. An event date was provided of (B)(6) 2021. Which lot number was affected on this date? 2 event occurred on (B)(6) 2021 - 1 occurring with each lot number. Are you able to provide an event date for the 2nd event? 2 event occurred on (B)(6) 2021 - 1 occurring with each lot number. On (B)(6) is happened a third time with lot: (10)21069690. Did you experience any adverse events as a result of these defects? Events occurred prior to product reaching patient, no adverse events observed. How many samples will you be returning? Zero. Tubing was disposed in each case. Staff has been informed to keep tubing if event occurs again.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for eval?: yes. D.9. Returned to manufacturer on: 10/27/2021. H.6. Investigation: the customer returned 6 unused representative samples with a related complaint, of material #10013364t and lot #21069690. The samples were investigated under this pr as well, as they came from the same customer with the same material and lot. The representative sample were examined for issues at the drip chamber, and all 6 passed investigation. The customer complaint of separation at the drip chamber could not be verified. All 6 of the sets were intentionally separated at the drip chamber under excessive force, and the connections were found to have sufficient solvent applied. The root cause is unknown. A device history record review for model 10013364t lot number 21069690 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A complaint history check was performed and this is the 2nd related complaint reported with the defect/condition of separation other component - leak with lot #21069690 regarding item #10013364t.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd sec w/ss dc 20dp & hanger tex, the device experienced component separation. The following information was provided by the initial reporter. The customer stated: I've also cc'ed our assistant director who oversees the infusion center which these events took place. Below in red are the responses to your questions. Please let us know if you have any addition questions. An event date was provided of (B)(6) 2021. Which lot number was affected on this date? 2 event occurred on (B)(6) 2021 - 1 occurring with each lot number. Are you able to provide an event date for the 2nd event? 2 event occurred on (B)(6) 2021 - 1 occurring with each lot number. On (B)(6) is happened a third time with lot: (10)21069690. Did you experience any adverse events as a result of these defects? Events occurred prior to product reaching patient, no adverse events observed. How many samples will you be returning? Zero. Tubing was disposed in each case. Staff has been informed to keep tubing if event occurs again.